Event description:
The customer reported that the bellavista 1000 alarmed blower failure. The customer confirmed that there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to software issue, an insufficient breath detection in CPAP mode at high leak levels. This will be improved with software v6.0.1800.0 soon.

Manufacturer narrative:
Alarm was happening on CPAP (continuous positive airway pressure therapy). The customer was using a dual limb wet circuit, and flow sensor and bacterial filter were changed. The mask had minimal leakage, even though nasogastric tube was in place. No obvious issues with setup. The suspect device was picking a respiratory rate of 3-5 and displayed a very high tidal volume (once around 4000 ml). On a different device, patient's respiratory rate was 20-26. Log files and trending data were provided. No root cause has been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 was alarming for apnea and switching to backup mode. It still continued to alarm even after the backup mode was turned off, and apnea time was increased to over 30. It was also registering high tidal volume. The connected patient is on the slim side with a respiratory rate of 20. The end user is not concerned about the patient clinically as the device was clearly ventilating, and good saturation was maintained. No harm reported. However, as the alarm was disturbing sleep/rest, end user eventually swapped devices.